Event description:
During a routine follow-up visit, two (2) weeks post-implant of an evoke spinal cord stimulation (scs) system, the patient¿s closed loop stimulator (cls) implant site was assessed and confirmed to be red, swollen, and warm to the touch. The patient reported that they had been evaluated at the emergency department one (1) week prior due to drainage from the cls implant site. During the follow-up visit, diagnostics were performed including obtaining laboratory bloodwork, CT imaging and administering IV antibiotics. All resulted lab and imaging have returned normal at this time.

Manufacturer narrative:
Additional information: section d4 - expiration date, unique identifier (UDI) #. Section g3 - date received by manufacturer. Section g6 - type of report. Section h4 - device manufacture date. Section h6 - evaluation codes. Section h10 - manufacturer narrative. The device remains implanted and is not available to saluda for analysis. The evoke scs system surgical guide states "the risks associated with the implantation and use of a spinal cord stimulation system include: infection that may require hospitalization with intravenous antibiotic therapy... The patient may require surgery (including revision, explant, and replacement) as a result of any of the above." Manufacturing records were reviewed and the device met all requirements for release with no anomalies detected. The root cause of the reported infection is not able to be definitively determined.